Manufacturer narrative:
The serial number of the subject cot was provided and has been documented on this report. No further details of the incident has been provided and the subject cot has not been made available for any type of evaluation.

Event description:
It has been alleged while unloading a patient from the rear of an ambulance, the emt and an unknown female began pulling the stretcher from the ambulance and the wheels of the stretcher allegedly failed to release to support the stretcher. Despite the wheels allegedly not releasing, the emt and unknown female continued pulling the stretcher causing the stretcher to come completely out of the ambulance, collapsing and turning over on its side. The patient allegedly struck the ground on her right side and alleges pain to her entire right side. X rays and CT scans were conducted and there were no broken bones or concussion; however, there was bruising and the patient stated she could not lift her right arm above her head. This incident was not reported to manufacturer at the time of incident and the stretcher was not evaluated by the manufacturer after the alleged incident. A valid serial number of the stretcher associated with this incident has not been provided to date.

Manufacturer narrative:
Device not available at time of incident.

Event description:
It has been alleged while unloading a patient from the rear of an ambulance, the emt and an unknown female began pulling the stretcher from the ambulance and the wheels of the stretcher allegedly failed to release to support the stretcher. Despite the wheels allegedly not releasing the emt and unknown female continued pulling the stretcher causing the stretcher to come completely out of the ambulance, collapsing and turning over on its side. The patient allegedly struck the ground on her right side and alleges pain to her entire right side. X rays and CT scans were conducted and there were no broken bones or concussion; however, there was bruising and the patient stated she could not lift her right arm above her head. This incident was not reported to manufacturer at the time of incident and the stretcher was not evaluated by the manufacturer after the alleged incident. A valid serial number of the stretcher associated with this incident has not been provided to date.